Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a valve-in-valve was performed due to severe paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review it was noted that the incorrect event date had been submitted on the initial report. The event date of (B)(6) 2015 has been corrected on this report. If information is provided in the future, a supplemental report will be issued.